Manufacturer narrative:
Evaluation: the incident sample was requested but the customer has indicated that the device was disposed of by the facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a esophagectomy/gastric tube procedure, bleeding occurred after sealing and cutting. When the device was used on bronchial artery, the artery was not sealed at all and bleeding occurred. There was under 200 cc bleeding. A new device (harmonic ace + 7) was used to continue and the issue was not duplicated. The ft10 and ligasure were used in the abdominal area later again, but still sealing was incomplete. These devices were not used for the rest of the procedure. There was no patient harm. The operating time was not extended and t here was no tissue damage.